Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that partial damage to the light guide (connection part disconnected) occurred due to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the light guide connection part was disconnected. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the telescope had damage to the light guide. The issue was found during preparation for use. There were no reports of patient harm.